Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 145 mg/dl. It also stated that insulin pump screen turned off and customer was able to clear the power loss and pump errors and able to program the insulin pump. The customer was also reported that self test was performed and completed on insulin pump. The insulin pump will not be returned for analysis.